Manufacturer narrative:
This report is submitted on july 22, 2021.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Event description:
Per the audiologist, the patient experienced performance decrement, non-auditory sensation and pain with device use. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of this report.